Event description:
It was reported that the customer has been experiencing high blood glucose for more than a year. The blood glucose reading at time of call was 500mg/dl, and the customer was treated with a double bolus. The mother called back and stated that her daughter has been hospitalized. The caller stated that the customer was throwing up a couple times within one hour. The mother stated that the blood glucose was high because the customer is new to the device, was ignoring the alarms, and was using the same sites. The caller also mentioned that the customer had a bent cannula while staying at the hospital. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.